Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-aug-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total b-hcg cartridge lot f24084c.

Event description:
On (B)(6) 2024, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded positive results on 47 year female patient screened for malignant neoplasm colon. There was no patient information at the time of this report. Return product is not available for investigation. Method date collected tested results sample: I-stat (B)(6) 2024 10:12 10:12 116.0 iu/l wb there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. I-stat positive cut-off values: b-hcg < 5.0 iu/l negative 5.0 < ss-hcg < 25.0 iu/l indeterminate b-hcg >25.0 iu/l positive intended use: the I-stat® total beta-human chorionic gonadotropin (b-hcg) test is an in vitro diagnostic test for the quantitative and qualitative determination of b-hcg in venous whole blood or plasma samples using the I-stat 1 analyzer systems. The test is intended to be used as an aid in the early detection of pregnancy and is for prescription use only.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.